Event description:
The initial reporter received a questionable crej2 creatinine jaffé gen.2 (crej2) result from one patient sample tested on the cobas 8000 c702 module. The initial result was reported to the patient. On (B)(6) 2024: the initial result from the module¿s line 2 was 1.54 mg/dl. On (B)(6) 2024: the repeat result from the module¿s line 4 was 1.76 mg/dl. This repeat result was deemed correct. On (B)(6) 2024: the repeat result from the module¿s line 2 was 2.01 mg/dl.

Manufacturer narrative:
The serial number of the customer's cobas 8000 c702 module is (B)(6). The field service engineer performed a hardware check by test performance which failed. He then adjusted and checked the reagent probes, decontaminated the module, and replaced a sample probe. He again performed a hardware check by test performance rerun and the results were acceptable. The investigation reviewed the second repeat result's reaction monitor. A steep rise in absorbance was noted. The investigation reviewed the calibration data for line 1. The calibration from (B)(6) 2024 was within specifications. The investigation reviewed line 1's qc levels 1 and 2 recoveries from (B)(6) 2024. The recoveries were unstable with out of range results (-2 standard deviations). The qc for both levels was within range on the date of event. The investigation reviewed the alarm trace provided from (B)(6) 2024. The trace had multiple instrument/maintenance-related errors and pre-analytical related errors. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the event was consistent with a preanalytic issue (sample alarms in the alarm trace) at the customer site and a hardware performance issue (cell-rinse function). Preanalytics are within the customer's responsibility. The investigation determined the service actions resolved the issue.